Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter thrombosis occurred. The following information was provided by the initial reporter: placement of two catheters. A thrombosis occurred in a patient following the removal of the above-mentioned catheter (inserted on 01/02 and removed on 03/02). The nurse first described a lymphangitis which would have quickly given way to an induration (diagnosis of thrombosis made later).

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter thrombosis occurred. The following information was provided by the initial reporter: placement of two catheters. A thrombosis occurred in a patient following the removal of the above-mentioned catheter (inserted on 01/02 and removed on 03/02). The nurse first described a lymphangitis which would have quickly given way to an induration (diagnosis of thrombosis made later).